Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that boluses were being cancelled without user intervention that were programmed from the meter and the pump. A review of the bolus history confirmed multiple cancelled boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump and meter have been returned and evaluated by product analysis on 03/27/2014 with the following findings: during investigation, a review of the black box showed a warning indicating a user cancelled bolus delivery from the pump on (B)(6) 2014 at 09:41 and a user cancelled bolus delivery from the meter on (B)(6) 2014 at 20:33. The pump was paired with returned meter. During testing, a 10u bolus was successfully performed from the meter with no issues. A 10u normal and a 10u audio bolus were successfully performed on the pump and both were accurately recorded in the pump history. No hypersensitive keys were observed on pump or meter keypad. All keys are fully responsive. The returned meter powered on normally and paired successfully with the pump. During testing of the meter, a 10u bolus was successfully performed from the meter to the pump with no issues. No hypersensitive keys were observed on meter keypad. All keys on meter were fully responsive to user presses. There was no defect found to meter. Unrelated to the complaint, a crack at the battery compartment was observed. The returned battery cap was able to fully tighten to the pump. The history settings issue was not able to be duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.